Manufacturer narrative:
1038671-2024-01628. Manufacturer narrative updated: the reason for the revision reported cannot be determined from the available information, but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation.

Event description:
It was reported via legal documentation that approximately 13 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear polyethylene liner wear, pain and femoral component loosening. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.